Event description:
Approximately five months after the successful stent assisted coil embolization of the left internal carotid artery aneurysm, the aneurysm had recanalized. The patient underwent a second procedure during which seven coils were implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k050700.

Event description:
Approximately five months after the successful stent assisted coil embolization of the left internal carotid artery aneurysm, the aneurysm had recanalized. The patient underwent a second procedure during which seven coils were implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k050700. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.